Event description:
It was reported that the patient presented in the operating room for an av node ablation and crt-d system implant. The av node ablation was performed first and proceeded without incident. The physician then progressed to the left ventricular lead implant and connected the lead to a new device. The pocket was closed after all testing resulted in normal values. The patient became unresponsive after being moved off the table. CPR was performed but the patient could not be revived. The cause of death was attributed to respiratory arrest followed by cardiac arrest. There is no suspected device malfunction, but the physician claimed the surgery contributed to the death.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4). Device evaluation anticipated, but not yet begun.